Event description:
The patient reported that she previously was taking v-go 30 in (B)(6) 2019 but had 2 incidents of hypoglycemia and was taken off of v-go in (B)(6) 2019. The patient reported that with the first incident, her bg went down to 40 and she was taken to the emergency room at texas health heb. The patient did not provide her bg reading with regard to the second incident but recognized the low on her own and ate to bring her blood sugar back up. The patient could not provide specific dates with regard to the hypoglycemic events. The patient disposed of the worn v-go's.